Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The xpdm thoracic pedicle probe, st (p/n: 279702030, lot #: 0609nt) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the probe is broken and the broken fragment is not returned. No other issues were identified with the returned device. The complaint condition for an embedded device can be confirmed based on the image provided the complaint condition was confirmed for the xpdm thoracic pedicle probe, st (p/n: 279702030, lot #: 0609nt). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for xpdm thoracic pedicle prb, st was conducted identifying that lot number 0609nt was released in a single batch. Batch1: lot units were released on 27 jul 2009 with no discrepancies. Batch2: lot units were released on 09 jul 2009 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.,a review of the receiving inspection (ri) for xpdm thoracic pedicle prb, st was conducted identifying that lot number 0609nt was released in a single batch. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer.,the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the receiving inspection (ri) for xpdm thoracic pedicle prb, st was conducted identifying that lot number 0609nt was released in a single batch. Batch1: lot qty of (B)(4) units were released on 27 jul 2009 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 09 jul 2009 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Customer quality investigation: the xpdm thoracic pedicle prb, st3 was not returned, and the investigation will be completed based on the supplied image. The image was reviewed, and the complaint condition was confirmed as the image showed the tip broken off. The tip also remained embedded in the patient. As the instrument was not returned an as received, dimensional, and material review were not applicable. Conclusion: the overall complaint was confirmed as the tip of the probe was broken and remained in the patient. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a posterior spinal fusion (psf) in the sacroiliac joint treating scoliosis, there was difficulty in extracting the probe. While turning it and pulling out, the tip broke off. The fragment remains in the patient¿s body. The procedure was delayed less than 30 minutes. Further medical intervention is not scheduled as of today. No further information is available. This report is for one (1) expedium spine system thoracic pedicle probe, str. 10-50mm plus or minus 4.00 percent. This is report 1 of 1 for (B)(4).